Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was reported on (B)(6) 2019. Patient was set to undergo x-ray and lead was left implanted. On (B)(6) 2020, the lead was capped and replaced due to high thresholds. Rv threshold 7.5 @ 1.5 or greater, r waves 3.3 or less, no p-waves. Impedance 704, shock impedance 82. No adverse patient events were reported. Should additional information become available, this file will be updated.